Event description:
The account alleged the bed exit alarm will not turn on. No pt impact.

Manufacturer narrative:
The bed scale was zeroed with the pt in the bed, user error. The technician manually entered the pt's weight into the weight adjustment section of the bed to resolve the issue.